Manufacturer narrative:
The device was not returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient developed a pneumothorax post superdimension enb bronchoscopy. No treatment was required and it was resolved by (B)(6) 2016.